Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the angle wire cut, the bending rubber leakage, the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) inside spiral closer condition, the remote control buttons perforated, the remote control buttons frayed, and the filth was attached on the light guide cable; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.